Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. Fse cleaned the ECG socket on previous visit to the customer and recommended it will need to be replaced. The customer resigned offer for repair.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations the complete event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cs100 intra-aortic balloon pump (iabp) noticed that there is a slight tarnish on the contacts of the ECG socket and sometimes there may be no contact. There was no patient involved. Related complaint (B)(4) / mfg report # 2249723-2023-01492.